Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that during a trial procedure the second lead that was used started to coil as there was resistance and the lead wouldn't advance on the epidural space despite multiple attempts by the physician, so a 3rd lead had to be opened and used for the trial.  The entry level of the lead was thoracic vertebra t12 and lumbar vertebra l1 with placement to be at the cervical vertebrae.  The 3rd lead was able to be advanced to the correct anatomical location successfully.  No symptoms reported.